Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the sensor pcba was tested and no failures were identified. The error vent inop 9004 pressure sensor failure could not be duplicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator stopped while in use on a patient. The customer reported there was patient involvement and no patient harm.